Manufacturer narrative:
The devices were not returned for analysis, a review of the lot history records and similar complaint reviews could not be performed as the part and lot information was not provided. Based on the information reviewed, and due to limited information available from the article, a cause for the reported single leaflet device attachment (slda) or expulsion could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The clips remain in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: adjunctive use of fluoroscopy during mitraclip implantation reduces procedural complexity: the parallax technique. The adverse patient effects listed in the article are filed under another MFR number.

Event description:
It was reported through a research article,' identifying the mitraclip clip delivery system', that may be related to the following: complete clip detachment and single leaflet device attachment (slda). Details are listed in the attached article, entitled, 'adjunctive use of fluoroscopy during mitraclip implantation reduces procedural complexity: the parallax technique'.